Event description:
Additional information received reported that there may have been a motor stall but it was not confirmed. It was reported on (B)(6) 2012 that the logs were read prior to the patient's catheter revision on (B)(6) 2012 and it was confirmed that all of the logs were normal. It was noted since the patient's revision they have had effect and reduced spasticity. It was also noted that the pump was implanted in (B)(6) 2012, not april. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that a patient had little to no treatment effect of spasticity following pump implant in (B)(6) 2012. As a result, the patient was hospitalized, had diagnostic testing, and had surgical intervention to revise the catheter on (B)(6) 2012. Reporter stated that patient had increased spasticity and there was a "suspected catheter issue". The healthcare provider titrated the baclofen dose (500mg/ml) up to 700mcg/day, and saw no reduction in spasticity. The provider then brought the baclofen dose back down to approximately 127mcg/day, again with no response. The provider felt that the patient never had a response to the pump since the initial implant in (B)(6), although the patient did respond to pre-implant test dose, so a catheter dye study was done. The catheter dye found a possible pooling of drug near the pump site. Another intraoperative dye study confirmed that the catheter was not intrathecal and the pump site was ok. The healthcare provider then replaced the spinal segment of the catheter on (B)(6) 2012. The provider aspirated more than 1ml of cfs/drug from the catheter before conducting the dye study. The catheter was then disconnected from the pump, and the pump's residual volume (approximately 6cc of intrathecal baclofen, 500mcg/ml concentration) was aspirated from the pump intraoperative. The healthcare provider then filled the pump with 40cc of baclofen (200mcg/ml concentration), and kept the catheter disconnected while doing a pump tubing purge volume of the old concentration. Once the new spinal catheter was placed, the pump was reconnected to the pump segment catheter and a priming bolus was done to fill the catheter system. The patient was then started on 100mcg/day, while admitted to the hospital. Reporter stated that the issue "related to catheter placement, not product", so it was unclear whether the catheter had migrated after initial placement in (B)(6), or had been implanted incorrectly. The exact implant date was not provided, and was listed only as in (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8781 lot# unknown, serial#, implanted: explanted: product type catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8782, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that surgeon thought that he may have ¿nicked the spinal segment of the 8781 catheter on the original implant¿ and it was possibly due to scoliosis and difficulty catheter placement, so the surgeon chose to put a new spinal segment in during the revision surgery.